Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bilateral brachioplasty, on closure of fascia and skin, the knots kept unraveling or the suture kept breaking and that it added close to an hour of operating time. They opened another suture to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted one suture knotted in several pieces. As no sealed samples were returned, functional testing could not be performed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.